Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per case study from international society of pediatric oncology: patient has a groshong 4.5 fr PICC line placed via right median cubital vein before chemotherapy. Position of the catheter was confirmed with chest radiograph. Patient received seven (7) via the PICC line. The PICC was in situ for 255 days. Radiotherapy was conducted at another hospital, it was found that the PICC line had occlusion. An attempt was made for removal which resulted in fracture of the PICC line and incomplete removal. The patient was then sent back to facility that placed the line. The patient was asymptomatic at presentation to the facility. Chest radiographs and echocardiogram showed the embolization of the PICC line fragment in the right ventricle (rv) and right pulmonary artery (rpa). The embolized PICC line was retrieved percutaneously by trans catheter snare assisted retrieval. The patient tolerated the procedure well.